Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: healthcare professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a mastectomy, when the attending surgeon was holding the device, the components separated, rendering the device unusable.